Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2016. An unknown time later she experienced balance disorder ("balance problems") and gait disturbance ("walking difficulties") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removal in 2019). At the time of the report, the balance disorder and gait disturbance were resolving. No causality assessment was received for essure with regard to balance disorder, gait disturbance or medical device removal. The reporter commented: patient began to have problems with her balance and walking to the point where she had to use a wheelchair. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2016. An unknown time later she experienced balance disorder ("balance problems") and gait disturbance ("walking difficulties") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removal in 2019). At the time of the report, the balance disorder and gait disturbance were resolving. No causality assessment was received for essure with regard to balance disorder, gait disturbance or medical device removal. The reporter commented: patient began to have problems with her balance and walking to thepoint where she had to use a wheelchair. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.